Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a05500/a05539, model/catalog description: phase iii linear leaad - 70cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.